Event description:
On 8/17/2023, infutronix received a report from a patient that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion could not be resumed.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The affected device was not returned for further investigation.